Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this right ventricular (rv) lead was removed from service. The lead had been exhibiting steadily rising pacing impedance and threshold measurements. Visual inspection of the lead identified insulation damage. The lead was replaced without further incident. No additional adverse patient effects were reported.